Event description:
It was reported, that: the patient underwent a left hip procedure in 2021. Subsequently, the patient states he is having severe pain, unable to walk and has issues with the hip collapsing and has fallen several times. Patient stated he was hit by drunk driver (B)(6) 2019 and has needed several surgeries over his whole body due to the accident.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. A review of the device history record (DHR item 650-1058, lot 3039705) has been checked and verifies that the parts were manufactured and sterilised in accordance with the applicable specifications with no deviations or non-conformances found during manufacturing and inspection. A review of the device history record (DHR item 650-1066, lot 3048738) has been checked and verifies that the parts were manufactured and sterilised in accordance with the applicable specifications with no deviations or non-conformances found during manufacturing and inspection. The devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of complaint history (650-1058 complaint history ((B)(6) 2018 to (B)(6) 2021)) was assessed and identified (5) similar complaints for item #650-1058 (including initiating complaint). There were (0) additional complaints against the lot #3039705. A review of complaint history (650-1066 complaint history ((B)(6) 2018 to (B)(6) 2021)) was assessed for three years prior to the notification date and identified (3) similar complaints for item #650-1066 (including initiating complaint). There were (0) additional complaints against the lot #3048738. Medical records/radiographs were not provided. The product item no 650-1058 batch 3039705 has not been involved in any previous field actions or capas. The product item no.650-1066 batch 3048738 has not been involved in any previous field actions or capas. No further corrective or preventative actions are required. A definitive root cause cannot be determined. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2021-00501-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Associated products: medical product: tprlc xr t1 pps 13x146mm, catalog no.: 51-105130, lot no.: 6258103. Medical product: g7 osseoti 4 hole shell 56mm f, catalog no.: 110010246, lot no.: 64747764. Medical product: g7 neutral arcomxl lnr 40mm f, catalog no.: 010000747, lot no.: 6687449. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00501. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a left hip procedure in 2021. Subsequently, the patient states he is having severe pain, unable to walk and has issues with the hip collapsing and has fallen several times. Patient stated he was hit by drunk driver (B)(6) 2019 and has needed several surgeries over his whole body due to the accident.